Event description:
Complaint received as follows: there is a tear in the rectum, with around 1000cc of bleeding 4 days prior. According to the judgement of the attending physician, use of flexi-seal continued. However, following a repeated large amount of blood loss, its use was discontinued. After examination with an endoscope, there was found to be an exposed vein in the position flexi-seal was applied (at 3 o'clock). The customer believes the cause is flexi-seal. They recognise that the pt was (B)(6), and was being administered an anticoagulant drug which made them susceptable to bleeding. When convatec went to explain, including these facts, we were able to get their understanding. This is a serious ae case of rectal ulcer and bleeding possibly related to the use of flexi-seal fecal management system fms. Pt age, gender and height are not given but weight was given as (B)(6). On admission following a traumatic event with a fractured pelvis and fractured ribs, the pt was on anticoagulants. The fms device was inserted on (B)(6) 2012 and was removed (B)(6) 2012. Four days prior to removal, the pt had rectal bleeding estimated at 1000cc and a proctoscopy done showed a rectal ulcer at 3 o'clock. However, the report states that the physician in charge allowed the use of the fms device to continue until further bleeding (amount not estimated) was noticed on (B)(6) 2012, the device was then removed. The report does not state if the pt had to be transfused with blood products or if the ulcer required a ligation/suturing. The event is however reported as resolved. Based on this info, this ae is deemed serious and a causal relationship between the device and the event is deemed possible.

Manufacturer narrative:
The delay in the eval/reporting was due to a week-long ((B)(4) 2012) power outage. (B)(4).